Event description:
Customer's niece reported that on 24 mar 2006, customer passed out. Paramedics were called and customer apparently went on diabetic coma. Follow-up information revealed that patient was diagnosed to have low glucose (below 50 mg/dl), stayed in the hospital for one day and was given IV fluids. Customer also reported a reading of over 200 mg/dl, which seem higher than he feels. No plot done.